Manufacturer narrative:
One 5f fast-cath introducer, cath-lock locking hub sheath was received for evaluation. Visual inspection revealed the sheath had been torn and separated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear and subsequent separation is consistent with damage during use.

Event description:
Following an atrial fibrillation procedure, the distal portion of the introducer detached. Upon removal of the introducer, the distal portion of the device remained in the patient. The distal portion was removed using a pincette with no consequences to the patient.